Event description:
Customer reported the right monitor is intermittently turning off. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended. (B)(4).